Event description:
It was reported by customer during the pre-use inspection that cardiosave intra-aortic balloon pump (iabp) device occasionally shut down automatically. No patient involvement and harm or injury reported.

Manufacturer narrative:
Due to character limitation in e1, full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, e1 event site address, event site city, event site telephone, e2, e3, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions, component code, h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The motherboard is faulty, after replacing the executive processor board, the function parameters of the device are normal, and it is delivered to the customer for use.

Event description:
N/a.